Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician successfully deployed and detached two ruby coils into the aneurysm using the lantern and another manufacturer's diagnostic catheter. The physician then removed the lantern and worked with the diagnostic catheter only. Upon attempting to reinsert the lantern back into the patient, the physician noticed that it was kinked. Therefore, the procedure was successfully completed using a new lantern. There was no report of an adverse effect to the patient.